Manufacturer narrative:
E3: occupation: practice manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician finished a peripheral intervention and decided to use an angio-seal after proper evaluation of the patient's groin site. The 6 french (6f) sheath was removed, and the physician tried to insert the angio-seal sheath over a 0.035-inch wire, but it would not advance into place. After multiple attempts, an additional angio-seal device was opened and tried. The sheaths from both devices would not advance into the common femoral artery (cfa) after multiple attempts. The physician removed the wire and held manual pressure. The sheaths both looked intact and without any observable problems. The procedure type performed was a peripheral intervention. Additional information was received on january 23, 2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient is stable. The patient did not have plaque or stenosis present on the access site.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and locator insertion difficulties as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).